Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
T was reported that upon interrogation, that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. Subsequently the device was explanted, a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The product analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that upon interrogation, that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. Subsequently the device was explanted, a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The product analysis is complete. This report is being submitted for correction of remedial action.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. Subsequently the device was explanted, a new device implanted. Besides surgical intervention, no adverse patient effects were reported.